Manufacturer narrative:
Initial and final MDR 1874855.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 04-apr-2024, the patient faced that the infusion set cannula was bent within 3 hours of insertion at abdomen, which caused the patient's blood glucose to high, correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.